Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision left uni-compartmental knee replacement, surgeon: (B)(6), (B)(6) hospital, (B)(6) 2017. Patient underwent left uni-compartmental knee replacement (preservation), approximately 12 years ago. Presented with cystic changes on x-ray, ? Osteolysis and subsided tibial tray. Components removed and revised to tc3 rp total knee replacement, with tibial sleeve and stem, and femoral stem. Bone grafting to medial plateau and medial femoral condyle. Stable with 10mm tc3 insert. Patella resurfacing was performed with 41mm patella component. Male patient, ID (B)(6), age (B)(6) years, dob (B)(6). Unknown_jrn: to be updated when additional information is received from jnj rep. Dor: (B)(6) 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.